Manufacturer narrative:
Continuation of d10: product ID 9735994, lot number: unknown h3/h6: the system was serviced in the field and the network router was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that that they were unable to download images from a network connection. They went into digital intercommunication of medicine (dicom) transfer and found no network info listed in the wired connection field. They swapped systems to continue setting up for surgery. There was no patient involvement. Additional information was received. The medtronic representative (rep) rebooted the system, but the issue did not resolve. It was noted that there was no network listed in the dicom transfer screen. When the rep was in the admin screen, they were not able to see any network information under self test and all statuses were red. The rep reseated the power and ethernet cables for the router, but the issue did not resolve. The likely cause was the router.

Manufacturer narrative:
H2, h3: additional information added to d4. The 9735994 network router (lot number: nx2103o11146) was returned to the manufacturer for evaluation. The findings and conclusions found that it would not connect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.